Event description:
It was reported that when the patient talked to his doctor about how the device was not working, the doctor told him ¿the unit was working.¿ the doctor told the patient that ¿he was confused¿ and prescribed him an anti-depression medication. The patient stated that he was only holding ¿five to seven milliliters¿ of urine prior to putting the therapy in and ¿now was holding over 230 milliliters.¿ since implant, the therapy had caused the patient to retain ¿50 to 60%¿ more urine. The patient told his doctor about the problems, but he stated the doctor ¿blew him off and told him he had never heard of that problem.¿ the patient also stated that the doctor placed the implant in an ¿inappropriate¿ location and he mentioned that two other doctors agreed that the doctor should have not implanted where he did. The patient mentioned that getting the therapy was ¿a direct order and he did not have a choice.¿ the patient never had therapeutic effect and stated that the device ¿was a piece of junk.¿ the patient stated that it was not doing what it was supposed to do and ¿inhibited him from relieving himself.¿ the patient timed it and it took three minutes and thirteen seconds for him to get a stream started. The patient stated that his stream was weak and at one time had the therapy off for ¿about one month¿ and his urine stream was tested and it was good. The patient noted that as soon as his therapy was on his stream was ¼ of what it used to be and was not a straight line, but a ¿zig zag.¿ the patient was seeing another doctor and that doctor was evaluating if he needed this therapy. The patient wanted the therapy taken out and had evaluations to go through. The doctor refused to take the therapy out, so the patient was consulting with a different doctor. The patient¿s therapy had been off for one month and he had gotten back to what he was prior to implant. The patient now took six seconds to get his ¿stream started.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va07bnk, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).